Event description:
Additional information was received from a manufacturer's representative (rep). The rep reported that there was no way to know which lead was associated with the impedance issue. The rep stated that all they can tell is that they are on contact 0-7. The cause of the impedance issue is not determined. The patient did get some left coverage but therapy not effective like it once was. The patient was seen in the healthcare provider (hcp) office. The rep that saw the patient got the same impedance readings as before, and the patient signed papers for a revision. The rep was unsure if the revision will be battery replacement or full lead revision. The hcp will determine in the operating room once the issue is determined, no date was set at that time.

Manufacturer narrative:
Conclusion code applies to one lead (serial # (B)(4)) and conclusion code applies to the other lead (serial # (B)(4)). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, explanted: product type: lead. Product ID: 977a275, serial#: (B)(4), implanted: (B)(6) 2015, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for non-malignant pain. It was reported that patient lost therapy on left side. Rep checked impedances and found contacts 1,2,3,4,5 to be >40,000 ohms. Contact 0 had 28,286 ohms. Contacts 6 and 7 were fine. The right lead impedances were all fine. No trauma or falls were reported. Rep was going to try reprogramming with contacts 6 and 7. Patient was experiencing warmness on right hip. The issue started when patient lost therapy on left side which was couple of months prior to the date of report. The exact date was not provided.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the devices were returned.

Manufacturer narrative:
Analysis of the lead, serial # (B)(4), found no significant anomaly. Although, it was found that the outer insulation of the lead body was melted. Analysis of the lead, serial # (B)(4), found that multiple conductors were broken in the body of the lead at the injex anchor site, 24.0 cm from the distal end of the lead. No electrical shorts were identified between the circuits.